Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2020 due to high blood glucose of 300 mg/dl. Customer was treated with insulin perfusor. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer did not allege insulin pump was under delivering insulin. Customer declined troubleshooting. Insulin pump is not expected to return for failure analysis.